Event description:
The customer alleged that a patient hooked up to the drainage system became short of breath. The blue clamp on the chest tube was allegedly discovered in the clamped position, and upon release of the clamp, the patient's condition was resovled. The customer believes the clamp may have been accidently closed by patient movement.